Manufacturer narrative:
The contribution of the device to the reported event could not be determined as per the customer, the device will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after releasing scarred labral tissue, the suture lasso was being used to catch 5 o'clock position. A 'snap' was heard and when the suture lasso was pulled out, the tip had broken off. The wire was pulled out slowly out of a 7mm crystal cannula. Procedure eventually continued and labral repair and remplissage was completed. X-ray of patient was taken intraoperatively with c-arm and plain x-ray was ordered after procedure and the tip couldn't be found in the image. Additional information received august 12, 2019: the sales rep has reported that it is possible the device tip was sucked out while using suction. The tip couldn¿t be physically located to confirm it was no longer in the patient.